Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a faulty keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported keypad inoperable which was verified during evaluation. The visual inspection determined an impact to the front case and keypad was the cause of the reported symptom. The front case and keypad were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.